Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, 2 in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion (r1) located in the sfa of the right leg and 1 in.pact admiral paclitaxel-eluting pta balloon catheters was used to treat a different lesion (r2) located in the sfa of the right leg . Approximately 6 months post the index procedure, the patient suffered restenosis of the right sfa (r1) and was treated with non mdt pta and 3 in. Pact admiral paclitaxel-eluting pta balloon catheters. The investigator assessed that the event was not related to the study device, drug or procedure. Patient recovered.

Manufacturer narrative:
Clinical events committee have adjudicated that the restenosis event is related to the study devices and not related to the procedure and drug. Restenosis related to r1 and r2.